Manufacturer narrative:
Approximate age of device- 1 year and 11 months the device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was in hospital receiving treatment for a driveline infection. The driveline infection could not be controlled and the pump was explanted and changed to jarvik 2000. The patient was (B)(6) for (B)(6); however, no fungus was (B)(6) at the pump pocket. No additional information was provided.

Manufacturer narrative:
A direct correlation between the explanted device and the reported infection could not be conclusively established through this evaluation. The evaluation of the returned pump did not reveal any device-related issues. The pump was returned assembled with the percutaneous lead severed approximately 2 inches from the pump housing. The remainder of the lead was returned in a segment measuring approximately 36 inches. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (sealed outflow graft, sealed outflow graft bend relief, and outlet elbow) was returned attached to the pump¿s outlet port. Additional segments of the outflow graft and bend relief were also returned. The sealed outflow graft bend relief collar was attached to the graft attachment and bend relief hardware. Upon disassembly of the returned device, visual inspection of the smooth and textured blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations that would have contributed to a flow or functional issue. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the percutaneous lead did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information is available. The manufacturer is closing the file on this event.